Manufacturer narrative:
B)(4). The multi-lumen pi cvc kit used in this event is an intravascular device and the intended for venous access. It is reported that the user facility introduced the device into the bladder to drain urine.

Event description:
Information received via medwatch (uf)# (B)(4). The customer reports the doctor had issues with the guidewire. The patient needed surgery to remove the guidewire. Additional reporting of event: the user facility attempted to place a suprapubic catheter with the seldinger technique using the central line kit due to several failed attempts to place a foley catheter to drain patient's urinary retention. The central line was introduced into the bladder and urine started coming out.

Event description:
Information received via medwatch (uf)#(B)(4). The customer reports the doctor had issues with the guidewire. The patient needed surgery to remove the guidewire. Additional reporting of event: the user facility attempted to place a suprapubic catheter with the seldinger technique using the central line kit due to several failed attempts to place a foley catheter to drain patient's urinary retention. The central line was introduced into the bladder and urine started coming out.

Manufacturer narrative:
(B)(4). The customer returned an opened kit with various components. The guide wire was not returned. Visual examination of the returned components did not reveal any defects or anomalies. The returned catheter body was measured and was found to be within specification. Functional inspection could not be performed as the guide wire was not returned for analysis. The IFU provided with this kit cautions the user , "maintain firm grip on spring-wire guide at all times." The reported complaint of a guide wire being retained in a patient could not be confirmed by complaint investigation. The guide wire was not returned. No defects or anomalies were found with the components returned. The probable cause of this complaint is undetermined as the sample received was incomplete. Teleflex will continue and monitor for complaints of this nature.